Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 was jammed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the half height cubie drawer 1.1 not detected on bus. A field service engineer (fse) manually removed all cubie pockets from the cubie tray and found a piece of foil wrapper causing the issue. Fse removed the debris and reinstalled the cubie pockets. Fse ran a final test in the hardware testing application and saved the results to the desktop. The system functioned as intended after the field service engineer repaired the device.